Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. There was no report of a patient injury.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(4).

Manufacturer narrative:
Device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, but the battery compartment was cracked. Functional testing to include non-destructive analysis of the pump was performed. No problem was found with the downstream occlusion sensor. The pump passed calibration. The upstream and downstream sensors passed with 22 pounds per square inch psi. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. The pump passed calibration. Root cause of the reported issue could not be determined as the pump passed the tests performed during the investigation. It is recommended that preventive maintenance be performed, and the battery compartment be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.